Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. Additional information: when the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. No customer response was received following multiple contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Although the defects found during evaluation were confirmed, the foreign material on the scope could not be specified. The investigation could not confirm the device was processed in accordance with IFU. No physical damage was found in the area of the foreign material. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had a water supply failure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object came out of nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the protector of universal cord on the control section side, and the switch 1 were scratched; the grip suction cylinder was shaved; the adhesive on the bending section cover was cracked and due to clogging of nozzle, no water and air was fed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.